Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2623873, 2658270, af8bra, ct7b94, ctb24, and cy7b81 . A search of the complaint database search finds two additional reported incidents against lot code cr4gf1 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was implanted with pinnacle devices during the revision surgery and is still experiencing pain. **update: the patient was revised because of infection. **update** (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into patients blood, tissue, and bone. The MDR decision has been reversed and the metal liner and femoral head reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.